Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the ion-selective electrolyte unit control, mix motor and valve which resolved the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic sodium (na) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.